Event description:
It was reported that a "right ankle prosthesis" was ordered for a patient, accompanied by a disc labeled "right ankle." However, a left ankle prosthesis was mistakenly manufactured and delivered. During the right ankle surgery on (B)(6) 2023, the surgeon encountered issues with the cutting jig, which did not fit properly. Upon reviewing the preoperative template, it was discovered that it had been based on a left ankle CT scan. Although the CT scan had been ordered, labeled, and read as a right ankle scan, the images were actually of the left ankle. The procedure was aborted due to the lack of appropriate instrumentation.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that a "right ankle prosthesis" was ordered for a patient, accompanied by a disc labeled "right ankle." However, a left ankle prosthesis was mistakenly manufactured and delivered. During the right ankle surgery on (B)(6) 2023, the surgeon encountered issues with the cutting jig, which did not fit properly. Upon reviewing the preoperative template, it was discovered that it had been based on a left ankle CT scan. Although the CT scan had been ordered, labeled, and read as a right ankle scan, the images were actually of the left ankle. The procedure was aborted due to the lack of appropriate instrumentation.

Manufacturer narrative:
Correction to h6 (method code), h6(results code), and h6(conclusion code). The reported event could be confirmed based on the received information and an investigation preformed by the prophecy team. During the investigation, it was determined that left side CT scans were uploaded and used for planning and manufacturing the guides, although the case was created in the system for the right side. A leg side verification email was conducted and the use of the left side scans was confirmed. Additionally, the prophecy case report, which indicated the use of left side CT scans was approved within the system by the surgeon. This sequence of events ultimately resulted in manufacturing of the guides for the incorrect leg side. A nonconformance was initiated to further address the issue.